Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a 53-year-old male in cardiac arrest was implanted with an impella 5.5 device for mechanical circulatory support. The device reported a position unknown alarm on (B)(6) 2023. On (B)(6) 2023, the patient had discolored urine indicating hemolysis. Two days later, on (B)(6) 2023, the device reported multiple suction alarms. The medical team decided to withdraw care on (B)(6) 2023.

Event description:
It was further reported that care was withdrawn from the patient and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation for the positioning issue, low pump flow, and optical issues has been completed. No product was returned for a visual inspection. Data log analysis confirmed several placement signal spikes up to 3000 during impella position unknown alarms. Additionally, the logs did not indicate any issues related to the position of the device or spikes in motor current during the time of discolored urine. Finally, several suction alarms were recorded without any motor current spikes or placement signal trends. The cause of the optical signal issue was not determined because no product was not returned and not enough clinical information was given. The cause of hemolysis was not determined because no product was not returned and not enough clinical information was given. The cause of the low pump flow was not determined because no product was not returned and not enough clinical information was given. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ added- b5 mso review added- d6a/d6b. F6/f8 should have been left blank in the initial report.

Manufacturer narrative:
H1 updated to death. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2023-02597. B2 updated death date. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.